Event description:
Three weks post index procedure, the patient developed cardiogenic shock. He was brought to hospital and cag was conducted and thrombus was confirmed in the implanted cypher from the proximal end. To treat the thrombus, tisokinase (3,200,000 u) was administered via ic. Then aspiration and poba was conducted. Intra aortic balloon pump (iabp) was inserted and catecholamine.